Event description:
It was reported that patient underwent a metatarsophalangeal osteomy on (B)(6) 2014. During the procedure, the screw head fractured. Another screw was utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
The returned screw was evaluated and the screw head was found to be split. It appears that the most likely root cause of the screw breaking during insertion is excessive force applied during insertion leading to screw fracture and/or misalignment of the screw head with the insertion tool.

Event description:
It was reported that patient underwent a metatarsophalangeal osteotomy on (B)(6) 2014. During the procedure, the screw head fractured and had to be retrieved from the patient. Another screw was utilized to complete the procedure.